Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning, and that the unipolar lead impedance (273 ohms) was greater than the bipolar lead impedance (261 ohms). It was also reported that periods of atrial oversensing have been observed. The lead remains in use. No patient complications have been reported as a result of this event.